Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined as the affected components were not returned for investigation. The investigation did not show a clear root cause, however, according to the system experts, it is most likely that external influences caused this defect. The defective part (pulley / cable hanger wheel) was not available for investigation at the supplier, but information from site and photos sent by the service technician gave indications about the underlying problem. The cable hanger wheel was mechanically damaged which occurs when forces perpendicular to the movement direction are applied by external influences. If the wheel is already defective in such a way, the entire wheel hanger can slip out of the guide rail and fall a maximum of 1.3 m downwards. It cannot fall completely because it is still attached to the wiring harness that hangs in loops from the ceiling. It is assumed that lateral forces, such as mechanical impacts on the roll resulted in the damaged part. The affected part has been exchanged by the local service organization and the error did not reoccur. The spare part consumption of this part is very low, and no general error has been recognized. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. The user reported that the cable holder for the dcs fell down. There is no report of impact to the state of health of any patient or user involved. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.